Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer identified a sample mixer possessed a slight wobble. It was subsequently replaced. A successful glu calibration assessment was performed on the unit, followed by a 3-level, 9 repetition quality control assessment across all four unicel dxc 880i synchron access clinical systems. The %cv as determined by the means of the precision study on the 4 units was 3%. This meets the precision claim for glu results >100 mg/dl as stated in the glu chemistry information sheet. The instrument was repaired and returned into service. The repairs appear to have addressed the issue. The associated mdrs for this event are: 205012-2011-02402, 205012-2011-02403, 205012-2011-02404, 205012-2011-02405.

Event description:
The customer reported that they were experiencing discrepancies in glucose (glu) initial and repeat test results generated across four unicel dxc 880i synchron access clinical systems. The customer had indicated that this issue had previously occurred however the details of this previous incident are not known. The customer indicated that multiple discrepant results were reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The number of discrepant results is unknown. The customer provided data involving 13 patient results. One set of patient results involves an initial result, with a lower repeat result. The date, patient specifics and associated instrument which generated the results is unknown. The customer also provided a correlation study comprised of same sample, previously generated and reported results across all four unicel dxc 880i synchron access clinical systems. It was noted that all discrepant results were associated with offsite sample collections. This suggests the possibility of sample handling as a contributing cause to this event. Beckman coulter inc. Suggested that offsite visits be conducted by the customer to observe sample processing and handling prior to arrival in laboratory. As no dates have been provided associated with any of the discrepant results, it is inferred that the results were all generated on the event date provided. This report represents discrepant results generated from one of the four unicel dxc 880i synchron access clinical systems with serial number (B)(4).